Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was unable to clear the alarm. Customer stated that she had a low reservoir alert and cleared it. Customer then received a button error alarm. Customer stated that she did not hold the button down for 3 minutes. Customer mentioned that she uses the smaller reservoirs and is already to the max. Customer would like to get the bigger reservoirs because sometimes she does not get the full 3 days use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window, cracked case at reservoir tube window corners, and cracked battery tube threads.